Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included panic attack and perineal pain. Concomitant products included alprazolam (xanax) since 2016 and aripiprazole (abilify) since 2016 for anxiety and post-traumatic stress disorder. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), menopausal symptoms ("premenopausal symptoms") and alopecia ("hair loss"). In 2016, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and poor quality sleep ("restless sleep"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), depression ("depression") and arthralgia ("hip pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved, the menorrhagia, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, menopausal symptoms, migraine, headache, nausea, depression, poor quality sleep, alopecia and arthralgia outcome was unknown and the anxiety and fatigue was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, poor quality sleep and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2018 surgical pathology showed- specimens: fallopian tube, bilateral, left and right tubes endocervix , endometrial scrapings final diagnosis: right and left fallopian tubes, bilateral salpingectomy:- unremarkable portions of fallopian tubes. Full cross section . "Endometrial scrapings": proliferative endometrium. Gross description: received in formalin labeled with patient name initials (B)(6), left and right fallopian tubes are 2 intact fimbriated red-purple fallopian tubes measure 6.0x0.5cm and 5.0x0.5. The smaller segment displays possible fimbriae. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, anxiety, pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record were received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), premenopausal symptoms, anxiety, migraines, nausea, depression, fatigue, pain, rustless sleep, hair loss, hip pain, she did not undergo confirmation test. Dysmenorrhoea (cramping), dyspareunia clubbed to previous events. Reporter information, lot number, concomitant disease, concomitant drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), genital haemorrhage ('heavy bleeding/heavy bleeding') and menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 38-year-old female patient who had essure (batch no. 678812) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included agoraphobia, anger, libido decreased, post-traumatic stress disorder, anxiety (recovered prior to essure), depression (recovered prior to essure) and depression. *on (B)(6) 2018 surgical pathology showed- specimens: fallopian tube, bilateral, left and right tubes endocervix, endometrial scrapings final diagnosis .a. Right and left fallopian tubes, bilateral salpingectomy: unremarkable portions of fallopian tubes. Full cross section ..b "endometrial scrapings": proliferative endometrium. Gross description: a, received in formalin labeled with patient name initials ya and a,left and right fallopian tubes are 2 intact fimbriated red-purple fallopian tubes measure 6.0x0.5cm and 5.0x0.5. The smaller segment displays possible fimbriae. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included panic attack and perineal pain. Concomitant products included alprazolam (xanax) since 2016 and aripiprazole (abilify) since 2016 for anxiety and post-traumatic stress disorder as well as alprazolam, aripiprazole, ranitidine since 2015 and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("painful cramping"), dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)/dysmenorrhoea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menopausal symptoms ("premenopausal symptoms/hormonal changes describe"), anxiety ("anxiety/hormonal changes describe/psychiatric condition or psychological condition"), alopecia ("hair loss/hair loss") and arthralgia ("hip pain"). In 2016, the patient experienced migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache/painful headache"), nausea ("nausea/nausea"), depression ("depression/psychiatric condition or psychological condition"), fatigue ("fatigue/fatigue") and poor quality sleep ("restless sleep/other injury or complications: restless sleep"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and back pain ("severe back pain"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dyspareunia, vaginal haemorrhage and arthralgia had resolved, the abdominal pain, back pain, abdominal pain lower, dysmenorrhoea, menopausal symptoms, migraine, headache, nausea, depression, poor quality sleep and alopecia outcome was unknown and the anxiety and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, poor quality sleep and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, anxiety, pelvic pain, menorrhagia, depression". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs received. Event outcome of pain, heavy bleeding were updated to recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("heavy bleeding/heavy bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") in a 38-year-old female patient who had essure (batch no. 678812) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included agoraphobia, anger, libido decreased, post-traumatic stress disorder, anxiety (recovered prior to essure) and depression (recovered prior to essure). Concurrent conditions included panic attack and perineal pain. Concomitant products included alprazolam (xanax) since 2016 and aripiprazole (abilify) since 2016 for anxiety and post-traumatic stress disorder as well as alprazolam, aripiprazole, ranitidine since 2015 and sertraline hydrochloride (zoloft). On (B)(6)2011, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)/dysmenorrhoea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety/hormonal changes describe/psychiatric condition or psychological condition"), menopausal symptoms ("premenopausal symptoms/hormonal changes describe"), alopecia ("hair loss/hair loss") and abdominal pain lower ("painful cramping"). In 2016, the patient experienced migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache/painful headache"), nausea ("nausea/nausea"), fatigue ("fatigue/fatigue") and poor quality sleep ("restless sleep/other injury or complications: restless sleep"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), depression ("depression/psychiatric condition or psychological condition") and arthralgia ("hip pain"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved, the menorrhagia, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, menopausal symptoms, migraine, headache, nausea, depression, poor quality sleep, alopecia, arthralgia and abdominal pain lower outcome was unknown and the anxiety and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, poor quality sleep and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6)2018 surgical pathology showed- specimens :fallopian tube, bilateral, left and right tubes endocervix ,endometrial scrapings final diagnosis .a. Right and left fallopian tubes, bilateral salpingectomy:- unramarkable portions of fallopian tubes. Full cross section ..b "endometrial scrappings":-proliferative endometrium. Gross description:a ,received in formalin labeled with patient name initials ya and a,left and right fallopian tubes are 2 intact fimbriated red-purple fallopian tubes measure 6.0x0.5cm and 5.0x0.5. The smaller segment displays possible fimbriae. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, anxiety, pelvic pain, menorrhagia, depression". Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Painful cramping was added, concomitant medication was added, medical history was added. The event hormonal changes and psychological or psychiatric problems condition were clubbed with previously reported events incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. 678812) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included panic attack and perineal pain. Concomitant products included alprazolam (xanax) since 2016 and aripiprazole (abilify) since 2016 for anxiety and post-traumatic stress disorder. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), menopausal symptoms ("premenopausal symptoms") and alopecia ("hair loss"). In 2016, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and poor quality sleep ("restless sleep"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), depression ("depression") and arthralgia ("hip pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved, the menorrhagia, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, menopausal symptoms, migraine, headache, nausea, depression, poor quality sleep, alopecia and arthralgia outcome was unknown and the anxiety and fatigue was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, poor quality sleep and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2018 surgical pathology showed- specimens :fallopian tube, bilateral, left and right tubes endocervix ,endometrial scrapings final diagnosis .a. Right and left fallopian tubes, bilateral salpingectomy:- unramarkable portions of fallopian tubes. Full cross section ..b "endometrial scrappings":-proliferative endometrium. Gross description:a ,received in formalin labeled with patient name initials ya and a,left and right fallopian tubes are 2 intact fimbriated red-purple fallopian tubes measure 6.0x0.5cm and 5.0x0.5. The smaller segment displays possible fimbriae. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, anxiety, pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), genital haemorrhage ('heavy bleeding/heavy bleeding') and menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 38-year-old female patient who had essure (batch no. 678812) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included agoraphobia, anger, libido decreased, post-traumatic stress disorder, anxiety (recovered prior to essure), depression (recovered prior to essure) and depression. On (B)(6) 2018 surgical pathology showed- specimens :fallopian tube, bilateral, left and right tubes endocervix ,endometrial scrapings final diagnosis .a. Right and left fallopian tubes, bilateral salpingectomy:- unramarkable portions of fallopian tubes. Full cross section b "endometrial scrappings":-proliferative endometrium. Gross description:a ,received in formalin labeled with patient name initials ya and a,left and right fallopian tubes are 2 intact fimbriated red-purple fallopian tubes measure 6.0x0.5cm and 5.0x0.5. The smaller segment displays possible fimbriae. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included panic attack and perineal pain. Concomitant products included alprazolam (xanax) since 2016 and aripiprazole (abilify) since 2016 for anxiety and post-traumatic stress disorder as well as alprazolam, aripiprazole, ranitidine since 2015 and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("painful cramping"), dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)/dysmenorrhoea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menopausal symptoms ("premenopausal symptoms/hormonal changes describe"), anxiety ("anxiety/hormonal changes describe/psychiatric condition or psychological condition"), alopecia ("hair loss/hair loss") and arthralgia ("hip pain"). In 2016, the patient experienced migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache/painful headache"), nausea ("nausea/nausea"), depression ("depression/psychiatric condition or psychological condition"), fatigue ("fatigue/fatigue") and poor quality sleep ("restless sleep/other injury or complications: restless sleep"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and procedural vomiting ("to help me stop puking"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dyspareunia, vaginal haemorrhage and arthralgia had resolved, the abdominal pain, back pain, abdominal pain lower, dysmenorrhoea, menopausal symptoms, migraine, headache, nausea, depression, poor quality sleep, alopecia and procedural vomiting outcome was unknown and the anxiety and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, poor quality sleep, procedural vomiting and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, anxiety, pelvic pain, menorrhagia, depression". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- to help me to stop puking. Reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.